Manufacturer narrative:
The suspect device was returned for evaluation. The device was found to have detached during use. The root cause is unknown. A review of the device history and complaint database could not be performed since the lot number was not provided.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the flower portion of the ensnare detached from wire portion. Flower portion was left in the patient while the wire was removed.